Event description:
It was reported the customer was receiving sensor error alerts. The customer's blood glucose was 93 mg/dl. Troubleshooting found the sensor error alerts occurred after initialization. The customer also stated they were unsure if there was damage to the connection bridge. The customer also reported a bent sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.